Event description:
It was reported that the subject stent was deployed across the neck of the aneurysm. Magnified control angiogram demonstrated proper placement of subject stent. However, there was some proximal shelfing of the stent. In accordance, another stent was placed across the proximal end of the subject device.

Event description:
It was reported that the subject stent was deployed across the neck of the aneurysm. Magnified control angiogram demonstrated proper placement of subject stent. However, there was some proximal shelfing of the stent. In accordance, another stent was placed across the proximal end of the subject device.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there were no anomalies noted to the flow diverter delivery system prior to use, the device was prepared as per dfu and continuous flush was maintained. The patient¿s anatomy was not tortuous. A microcatheter was used with the flow diverter. The catheter tip was not shaped. There was no resistance encountered during the flow diverter deployment. There was no resistance encountered during navigation of the flow diverter device to the target lesion and the flow diverter device reached the target lesion. The flow diverter was recaptured and removed. Access was through right femoral. The device deficiency did not cause or contribute to an adverse event or a delay in procedure. The condition being treated was intracranial aneurysm. The anatomical location was right internal carotid artery-ophthalmic (c6 segment). The device is not being returned as it was destroyed. The implant as a whole was the defective piece. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event: stent failed/unable to open.